Event description:
During a maude database review, the following report was identified. Client utilizes a #8 shiley, cuffed non-fenestrated trach attached to the ltv 1000 ventilator 20hours a day, with 4 hrs off the vent. In 2009-trach change in home, cuff deflated within 10 minutes and unable to hold air. Reinserted new #8 cuffed shiley. Observed some bleeding from trach for 5 days. A month later - emergency unplanned trach changed due to cuff not holding air. The following month - emergency unplanned trach change due to cuff not holding air.

Manufacturer narrative:
No analysis or conclusion can be established because no sample or lot number were provided for investigation. Review of the covidien complaint database has been performed and the reported customer event has not been reported to covidien. The customer name and contact info is unavailable. If any new info is provided and/or becomes available related to this report, a supplemental report will be provided.